Event description:
The pt rec'd 2 scs leads with the same lot number. The pt reported he has never rec'd effective stimulation in his pain pattern (lower back) and is receiving unwanted stimulation in his buttocks. The pt also reported he still occasionally uses system stimulation. Additionally, multiple reprogramming has been done in the past and the pt is declining an add'l reprogramming at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.